Manufacturer narrative:
Initial reporter city : (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a non- boston scientific device. No patient complications were reported.